Event description:
The 041 separator stretched in the distal platinum portion of the wire. No pt injury.

Manufacturer narrative:
Technical eval: inspection shows a significant bend at the proximal grind region. The wire core appears to have broken approx 7.5 cm back from the distal tip leaving the teardrop structure attached by only the platinum spiral wrap. The core wire at the break point measures 0.0040" in diameter by laser micrometer. This is within spec for this part a this point. The break appears to be between the second and third grind tapers back from the distal tip. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on 08/28/2009. A review of the device history record (DHR) was completed on part # 0479 (lot # l14871). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. The DHR review of final assembly (lot# l14871) indicated that 100% inspection of the devices resulted in (B)(4) rejects. The lot has passed all dimensional measurements per spec, in addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. The parts released in this lot met process requirement.